Event description:
The ge oec 9900 fluoroscopy system would not boot up completely.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a failed computer and hard drive. To restore functionality, the rtos and gpos pcbs were replaced. The hard drive was also replaced and software re-loaded along with the system calibration files. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.